Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Due to the brown discoloration of the tubing, cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. However, there has been no customer contact regarding this recommendation.

Event description:
Due to brown discoloration in the device's tubing, cardioquip suspected bacterial contamination and recommended and internal water pathway replacement.